Manufacturer narrative:
(B)(4).

Event description:
It was reported that far field p wave oversensing was observed on the ventricular channel. The device was reprogrammed. The patient condition was fine and doing great.

Event description:
New information received states that another episode of far p wave oversensing was observed despite previous programming changes. Further programming changes were made. The patient was fine and monitoring will continue.